Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; aneurysm sac growth, type 2 endoleak, a decrease in overlap between the main body and proximal extension, and an unknown endoleak of the main body stent. The clinical assessment additionally identified the following contributing factors to the reported event; patent inferior mesenteric artery and the unknown endoleak. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction: device codes updated.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2016, a computed tomography (CT) showed a type 2 endoleak, aneurysm sac growth and a potential type 3b endoleak. Further review of the CT the physician observed a loss in overlap between the main body stent and the proximal extension as well as the main body appeared to be bent with a small hole. The type 2 endoleak was observed from the second branch of the sma to the ima. The physician elected to cannulate the sma and implant coils to resolve the type 2 endoleak. The physician was unable to confirm the type 3b endoleak and elected to reline the graft using ovation products. The patient is reported as doing well, there have been no additional adverse events reported for this patient.